Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with a bent cannula. The customer was assisted and advised on best practices for choosing insertion sites, as well as calibration practices. Nothing is being returned or replaced at this time.